Event description:
It was reported that when the device was used during a sigmoid resection procedure, the surgeon squeezed the second trigger. Upon removal of the device, it was noted that no staples were at the staple line (formed or malformed). It was reported that this was the first firing of the instrument with the reload that came with the instrument. It was reported how the case was completed. There was no reported pt consequence.